Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, and a cracked reservoir tube lip. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, frozen display or display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was unknown mg/dl. The customer stated it is not giving any insulin and has frozen screen for the past two days. The customer stated that there is no significant events leading to the alarm. The customer stated they are unable to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.